Event description:
Related manufacturer report number: 2017865-2023-05328. Related manufacturer report number: 2017865-2023-05329. Related manufacturer report number: 2017865-2023-05332. It was reported that the patient presented for follow-up with a hematoma and signs of infection at the implant site of the pulse generator. The device, right atrial, right ventricular, and left ventricular leads were explanted. The patient was in stable condition.